Manufacturer narrative:
H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an external fluid leak during treatment with a polyflux 14l. The dialyzer was in use for 3 hours and 10 minutes and dialysis drops were found at the venous end of the dialyzer liquid line. There was no report of patient injury or medical intervention associated with this event. No additional information is available.